Event description:
Major pump unit(s) involved: external controller system failure specific component(s) involved: driveline malfunction.

Event description:
Surgical procedure required: no. Did event cause patient's death: no. Major pump unit(s) involved: external control system failure. Specific component(s) involved: driveline malfunction. Causative or contributing factor: no specific contributing cause identiffied. Other intervention: driveline repair